Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with the medial strut perforating into surrounding organs, and fracture of one or more of the filter struts. The patient reported becoming aware of perforation, perforation into organs, tilting and filter fracture approximately six years and three months post implant. The patient also reports a post implant sensation of a metal stick in the back, and anxiety related to the filter. The indication for the filter implant was not provided. The filter was placed via the right internal jugular vein and deployed in the infrarenal ivc without complications. For reasons unspecified, the patient underwent computed tomography (CT) imaging of the abdomen at approximately fourteen months, seventeen months and seventeen months and one-week post implant. The patient then underwent another CT scan of the abdomen, to evaluate the filter, at approximately five years and one-month post implant. Coronal reformatted images, no sagittal images, were then submitted for outside review approximately fifteen months after the exam was performed. The original readings of the serial CT scans were not provided. The external review used the results from the previous CT scans for comparison. The review noted that the filter is perforating through the ivc with multiple struts extending extraluminally and the presence of fractured struts. The filter was noted to be tilted medially and the hook does not contact the ivc wall. There is a posterior strut that is fractured, and the fracture fragment protrudes beyond the ivc wall by 8mm and contacts the l4 vertebral body. A medial strut perforates the ivc by 5mm and contacts the aortic wall. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with the medial strut perforating into surrounding organs, and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, under ultrasound guidance using the micro puncture technique, the right internal jugular vein was accessed. The micro puncture catheter was exchanged for the ivc filter delivery sheath, which was advanced through the right atrium and into the inferior vena cava. Iodinated contrast was injected into the inferior vena cava and digital images were obtained. The caval diameter was measured at less than 28mm. Through this sheath, a trapease ivc filter was deployed into the infrarenal inferior vena cava. Additional digital images were obtained to confirm proper intraluminal position of the device. There were no complications. Approximately five years and one-month after the filter was implanted, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis indicated for filter evaluation. The CT scan reformatted images were submitted for review approximately one year later. Per CT review findings, the ivc filter is perforating through the ivc with multiple struts extending extraluminal and fractured struts. The superior end of the cordis trapease ivc filter is at the l3-4 interspace. The ivc filter tilted medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. There is a posterior strut that is fractured, and the fracture fragment protrudes beyond the ivc wall by 8mm and contacts the l4 vertebral body. A medial strut perforates the ivc by 5mm and contacts the aortic wall. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. Results from three previous CT scans were used for comparison. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and three months after the filter implantation. The patient reports ivc perforation, perforation of filter strut(s) into organs, tilting and fracture of the filter, with fractured filter struts retained within the body, and one posterior fractured strut protrudes beyond the ivc wall by 8mm and contacts the l4 vertebral body. The patient further asserts to have experienced a sensation post implant of a metal stick in the back, in addition to stress, worry and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with the medial strut perforating into surrounding organs, and fracture of one or more of the filter struts. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with the medial strut perforating into surrounding organs, and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.